Event description:
It was reported that the patient faced infusion sets fell off, event on (b)(6) 2026.

Manufacturer narrative:
Initial 2 of 4.Based on the available information, this event is deemed to be a Reportable Malfunction.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration Number:Reporting Site: 8021545.Manufacturing Site: 8021545.